Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. During analysis the device was pressurized and a leak was found at the distal end of the strain relief tubing. A search of the complaint handling system confirmed there were no other incidents reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Event description:
It was reported that during a procedure of the calcified, anastomosis vena basilica lesion the armada 35 balloon dilatation catheter was used and a leak at the hub/shaft was noted. There was no reported adverse patient effect. A second device was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.